Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted the the elective replacement indicator (eri) was triggered after explant on 2013-(B)(6).

Event description:
It was reported that the patient was admitted to the hospital for an emergency generator change due to the device reaching elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.